Manufacturer narrative:
H4: device manufactured on october 26, 2022- october 27, 2022. An actual sample and a photograph were received for evaluation. The actual sample was received partially filled with solution. A visual inspection with the naked eye was performed which did not reveal particulate matter (pm) in the sample. The fill port cap was removed with no issues observed in the connector or cap areas. However, a visual inspection of the photograph revealed a blurry white irregularly shaped polymeric appearing particle in the image. The reported condition was verified in the photo sample; however, not verified in the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.